Event description:
The customer reported the scope had an air leak. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive on the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found the adhesive on the objective lens had peeled off due to handling. Service also confirmed the report of an air leak during inspection and testing. A leak was found due to a hole in the universal cord caused by external factors. In addition, angulation was insufficient due to elongation of the angle wire, the adhesive on the bending section was missing, the video connector was broken due to an external factor, and there were scratches on multiple parts of the device due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.